Manufacturer narrative:
Evaluation summary: there are no pre-op or post-op x-rays returned to review the implant fixation to the bone. It is also unk whether a compression screw was used with the tube plate. Patient's characteristics (weight and activity level) could have been contributing factors for this fracture. However, a concrete cause cannot be attributed at this time with the available information. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported by patient's counsel that patient underwent implantation of a left hip plate and lag screw in 2005. Post-op in 2006, patient began experiencing pain and was revised the following month, wherein fracture of the lag screw was noted as well as nonunion of the intertrochanteric fracture.